Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated dysuria.